Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Despite requested no further information has been received from the field. This is a combined initial and final report.

Event description:
The explanted device has been received to hq on march 22, 2021 without any previous opened complaint. Per internal information, the user has been re-implanted with a new device on (B)(6) 2020.